Event description:
It was reported the ventricular lead was explanted due to dislodgment. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and primary analysis revealed no anomalies. There was blood/body fluid present on the proximal conductor (not obstructed). The outer insulation was breached cut and there was blood in/on the helix/lobe mechanism. There was also apparent explant damage.